Event description:
It was reported that patient presented to the ER after receiving a patient notifier alert. The patient reported that he slipped and fell on his left shoulder two weeks prior. Interrogation showed episodes of non sustained lead noise and a decrease in sensing. Varied impedance measurements showed from low out of range to normal. Noise was not reproduced in hospital. Lead was capped. Patient condition after the event was good.

Manufacturer narrative:
No medwatch form was received.